Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that her sensor was reading 70 mg/dl but her blood glucose level was 400 mg/dl. The sensor readings were off. Customer's blood glucose level was 500 mg/dl. She treated her high blood glucose level with the insulin pump. The insulin pump alarmed calibration error and change sensor. The device was not returned.